Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Attempts have been made and no further information has been provided. Without a product return, no product evaluation is able to be conducted. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, the product history records and the review of the case, the investigation found no evidence to indicate a device related issue. The root cause can not be determined as current information is insufficient to permit a valid conclusion or hypothesis about the cause of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Mobi-c p&f us : in/out implant. It was reported by sales representative that during a 2 levels surgery mobi-c: an implant was replaced by another one (an in/out implant). No other issue reported. No other information provided.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product was not returned, product location is unknown attempts have been made to collect additional information concerning the reported event, without responses yet. The investigation is in progress. Conclusion is not yet available, once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Mobi-c p&f us: in/out implant. It was reported by sales representative that during a 2 levels surgery mobi-c: an implant was replaced by another one (an in/out implant). No other issue reported. No other information provided. Waiting on additional information; investigation is on-going.